Event description:
Two metal cannulas were returned for repair only. Upon receipt, it was noted that the distal tips were damaged from use with power equipment. Contact at the hosp informed co that the device had been damaged during use in surgery, but that no pt injury or surgical delay had occurred. No pieces had been left in the knee because the joint was flushed out during the procedure.